Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located at the illiac bifurcation. The lesion was predilated. During the procedure inside the patient, the 9.0x40x75cm express vascular ld stent dislodged from the stent delivery system (sds) in the illiac artery. The stent was deployed in the illiac with another balloon. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.